Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depletes faster than expected and subsequently the pump shut down. In addition, it was reported that an occlusion alarm occurred. The customer's blood glucose level was 308 mg/dl. Customer declined to troubleshoot with tandem technical support.